Manufacturer narrative:
Product analysis: the device was returned with the balloon in a pre-inflated state. The device was flushed, and when it was attempted to inflate the device water was seen leaking out under the strain relief. The strain relief was removed it was found that the outer shaft was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A nanocross pta balloon was being used during treatment of a dialysis fistula. There was 75% stenosis. The lesion length was 20mm and the artery diameter was 3.5mm. A 0.014" non-medtronic guidewire was used. The vessel was not pre or post dilated. 50/50 contrast was used with an unknown inflation device. The IFU was followed. It was reported there was fluid leaking around the strain relief and the shaft of balloon resulting in the balloon not inflating. The balloon was safely removed from the patient. Another medtronic device was used to complete the case. No patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.